Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be excluded. The field service engineer adjusted the sample probe and the system was checked for an overall correct performance. No further issues occurred after the service actions. The investigation did not identify a product issue. The service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The component coding has also been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas 6000 e601 module. The sample initially resulted in a tsh value of 0.003 uiu/ml. The result was rejected by the medical staff. The sample was repeated and resulted in a tsh value of 1.310 uiu/ml. The customer accepted the repeat value as the true value.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.